Event description:
During an abdominal hysterectomy with bilateral salpingoophorectomy the surgeon fired the tlv30 and the staples were unformed. The case was completed by suturing. Upon subsequent inservice it was discovered the stapler was not closed properly. There was no consequence to the pt.